Event description:
It was reported that the leakage sub-test failed during the system check-out tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Despite several requests for information and device logs, we have not received any. Without additional information we are unable to confirm any leakage test failure and there exists no basis for a conclusion.

Event description:
(B)(4).